Event description:
It was reported that the insulin pump alarmed motor error. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during prime test and motor error alarm during basic occlusion test due to faulty force sensor. The motor passed motor test. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.